Event description:
It was reported that an error message displayed and the patient was not able to set the ipg to MRI mode. The patient was repositioned without success. As a result, surgical intervention may occur.